Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the shocking was thought to be the therapy that the patient was using. The patient felt that they were the cause of the shocking sensation. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient mentioned that about 3-4 weeks ago he was charging his ins and when he stood up after he was finished charging, the ins started shocking him "at a real high rate". The patient added that it shouldn't have shocked him because he didn't make any changes to the stimulation settings. The patient stated he saw a local manufacturer representative (rep) between 30-45 days ago, noting that she "redid it" (referring to as settings) and that things have been better, but he still doesn't have the adaptive stimulation (as) settings exactly where he wants them. It was noted that the patient initially stated he was "having trouble" adjusting his as, and later clarified that he wasn't having a problem with anything and just needs to be sent a programmer manual. No further complications were reported. No additional patient symptoms were reported.